Event description:
It was reported that the user was walking through the home without the walker, when allegedly user grabbed the walker to prevent user from falling. User alleges that the leg on the walker broke. Pt was hospitalized.